Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient's MRI was due to a brain hemorrhage in (B)(6) 2020. The MRI bandaging protocol was not followed. The recipient presented with pain.